Event description:
It was discovered during baxter's testing that a pump displayed constant downstream occlusion alarms. It reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The review of the testing data found testing not completed due to "upstream occlusion alarm" on (B)(6) 2013. The pump was sent for further testing. The unit passed all occlusion testing, however, the pump will not return to fluid state. The upstream sensor was replaced.